Event description:
It was reported that during an ureteroscopy procedure for kidney stones, the fiber blew out at the connector. The fiber was replaced, and the procedure was completed using another fiber. There was no patient complication.

Event description:
It was reported that during an ureteroscopy procedure for kidney stones, the fiber blew out at the connector. The fiber was replaced, and the procedure was completed using another fiber. There was no patient complication.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the returned fiber identified that it was in one piece, however the fiber measured 125.5 cm. The fiber specifications state that the fiber should measure between 300 +10/-0 cm. The length in which it was received is indicative of a fiber break; however, the broken piece was not received. Microscope inspection identified there was no tip observed, only break area was visible. Additionally, the connector was in good condition. The reported event against fiber was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.